Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used for a polyp in the colon for a polypectomy procedure performed on (B)(6) 2024. During the procedure, on its first cut it loses quality and does not cut. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.